Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 33 mg/dl today at work. The patient treated with glucose tabs and crackers. The customer declined troubleshooting for the low blood glucose; she attributes the low blood glucose to recent changes her doctor made to her insulin pump's carbohydrate ratio. No products were returned or replaced.